Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support offered to send a replacement pump to the customer, however the customer declined an in-warranty replacement pump. No additional information was provided.